Manufacturer narrative:
The glidescope avl video baton 3-4 along with the glidescope gvm video monitor were returned to verathon for evaluation. The technical service representative confirmed the reported loss of image and "attach video cable" message displayed. The technical service representative isolated the issue to the video baton. The returned video monitor produced an image that was stable and clear with good color rendition. The video monitor was returned to the customer. The customer elected to not replace the video baton. As there are no repairs available for the video baton it was returned to the customer as-is with a label affixed to the video baton connector indicating that the video baton was non-functional and should not be used. In addition, the video baton was returned to the customer with a letter stating the video baton could not be repaired and should be discarded. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 25-sep-2012 and the one (1) year warranty period has expired. It is likely that the age of the device, five (5) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4 and a glidescope gvm video monitor, the image was lost and the screen displayed the "attach video cable" message. No delay in the procedure or use of a back-up device was reported. No harm to the patient was reported.